Event description:
It was reported that the blade on the zimmer air dermatome ii was not oscillating and had excessive wear on the outside of the width plates and hand piece. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.